Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the screw head fractured off while being implanted. The fractured portion remains in the patient.